Manufacturer narrative:
Date of event: exact date unknown, event occurred 1.5 to 2 years after the device was implanted.

Event description:
It was reported that the patient underwent an explant procedure as the device did not work. No further information could be obtained despite good faith efforts.